Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 324 mg/dl. Reportedly, an air bubble was observed in the infusion set tubing. During troubleshooting with tandem technical support it was noted that the customer might not be following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions. Reportedly, the customer primed the tubing to resolve the issue and continued using the pump for insulin therapy.